Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory loaded inside the delivery catheter system (dcs), visual analysis showed the valve discolored with evidence of blood contact. All leaflets were flexible with signs of creases and imprints. Due to its crimped received state, all leaflets were twisted and appeared to be in a partially closed position. All commissures appeared intact. The valve was received in a crimped state. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being loaded inside the dcs for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Four static images and three media files were provided for review. Images from the patient¿s executive summary were provided for anatomical review. Valve fluoroscopic load inspection was provided, and it appears to be a good load. A balloon dilation was attempted the first time; however, the balloon was not positioned correctly as it was below the annulus and completely in the lv. A second dilation was performed and ¿dog boning¿ effect can be seen which is characterized by the under inflated balloon which was most likely caused by the annular calcification. Per the event description, the valve was attempted to be deployed. However, there are no images to support this. The information available confirmed the patient's calcification. In addition, it was also reported that the patient's calcification may have contributed to the valve under expansion. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a bicuspid type 1 valve that was heavily calcified, the valve was loaded well. The implanting team was able to get through the femoral artery and over the aortic arch. A pre-implant dilation was performed with a 24 non-compliant balloon. The balloon did not open completely. The valve did not expand properly and was retrieved from the patient and replaced with a non-medtronic product. No adverse patient effects were reported. Additional information was received that the minimum diameter of the access vessel was 7 millimeter (mm). There was no difficulty inserting or advancing the delivery catheter system (dcs). The calcification in the annulus did not allow the valve to fully expand.